Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. A rv lead revision and replacement was attempted, but could not be performed due to the patient being occluded. The lead was reprogrammed and remained implanted. The patient was stable throughout..